Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital. During a remote monitoring transmission, an alert was noted to have been triggered for lead integrity. Some intermittent undersensing was also noted. The cardiologist indicated that the patient had taken a double dose of insulin and became hypokalemic. The patient was indicated to have had a storm of ventricular tachycardia that was treated appropriately. The lead remains in use. No patient complications have been reported as a result of this event.